Event description:
It was reported this biliary drainage catheter was successfully placed. Approximately ninety days post placement, during a scheduled catheter exchange, it was noted that the catheter had fractured and remained in the patient. The detached catheter segment was successfully removed and another catheter was placed for continuation of treatment. No patient complications were reported in this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met its specifications. User technique and/or patient anatomy may have contributed to this event, however co is unable to determine the relationship between the device and the cause for this event. Co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. ..this catheter should be evaluated by the physician on or before 90 days post-placement."